Event description:
During a procedure there was difficulty advancing the angiojet catheter down the lad, riding on the bmw guide wire. The guide wire became looped up in the aorta, making it difficult to advance the angiojet catheter down the guide wire. Forcing the angiojet distal on the guide wire caused undue stress on the guide wire resulting in the detachment of the guide wire tip. The pt was relatively stable throughout this portion of the procedure. The physician then spent about an hour trying to snare the bmw guide wire tip, which was unsuccessful. At the time of the reported info, the pt was not stable and in critical condition. It was also reported that the pt underwent bypass surgery. Prior to this procedure, the pt was diagnosed with four-vessel disease.